Event description:
Boston scientific crm received information that this right ventricular lead was abandoned surgically due to high impedance measurements. A few impedance measurements were greater than 2000 ohms. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was abandoned therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.